Event description:
On (B)(4) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter indicated that the pump buttons were not function properly and required several presses to respond. The reporter confirmed that the keypad was intact and there was no damage to the pump's casing. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 11/06/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there was no damage observed to the pump keypad. The keypad buttons were tested and found that the contrast button was intermittently responding to button presses; all other buttons were responding appropriately to presses. The keypad was removed and contamination was observed under all of the button keypad contacts.